Event description:
It was reported that during an implant procedure the tuohy needle that was provided in the lead kit twisted and bent during catheterization leading to a break risk. The procedure was successfully completed, however the physician noted difficulty performing the procedure and the procedural time was increased.